Event description:
Customer reports that the expiration date on the vial reads 07/31/06. MFR has the expiration date as 05/31/1998. No injuries reported. Requested return of suspect vial and replacement was sent.